Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer indicated that the user was unable to configure the alarms. A philips third party field service engineer (fse) was dispatched. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. The alarm settings on the patient monitor and on the bedside monitor were reviewed and found to be correct. The fse used a simulator to simulate alarms at both the monitor and the rangefinder and it was verified that they are detected and that they sound through the information center loudspeaker. A final report will be submitted once the investigation is complete. E1 reporter phone and reporting institution phone#: (B)(6).

Event description:
It was reported that the alarms of the monitor of bed a408 in cardiology do not come out. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.

Manufacturer narrative:
A philips technical consultant (tc) was dispatched. The tc found the configuration is the same in the four cardiology central stations. Several alarms were simulated on both the monitor and the telemeter and the tc confirmed that the alarms were detected and that the sound came through the speaker of the central station. Relevant logs were retrieved from the devices. The incident took place on september 26, 2024 around 19:14 in room a408. The issue was escalated to a philips product support engineer (pse) and philips clinical product specialist (cps) for investigation. Review of the logs by pse found inops around the time of the event but no alarms for arrythmia. The cps reviewed the log data and found two issue. A leads off inop was generated indicating that the ECG was not being measured. Additionally, the logs indicate that arrythmia alarms were turned off two days before the event, and the arrythmia alarms were not turned back on. With the alarms off, the afib alarm would not have come through. While a formal response is not requested, information concerning the outcome of this investigation will be provided to the tc to resolve the issue.